Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore, an investigation of the device or the lot history record could not be performed. The event occurred at the conclusion of an adenoidectomy as the physician was withdrawing the device from the patient's mouth and the "tip fell off". The burn occurred at the "junction where the tip unconnected" from the handpiece. Physician was not sure if the tip became unseated during use or if was poorly seated prior to use. Physician considered the burn "superficial" and "pinpoint" and required no further peri-operative intervention. At one week post-op, the burn had "healed normally". If add'l info becomes available, the MFR will file a f/u report.

Event description:
Pt experienced small burn on lower lip at the end of adenoidectomy.